Event description:
The customer reported to olympus, the jaws, bipolar, 5 x 330 mm, preparation forceps, had damaged insulation. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The inspection results are evaluated as plausible. According to the event description, the customer reported a damaged insulation. The service department confirms this issue and identifies the following: slightly bent control rod damaged teflon coating based on the results of the investigation, it is likely that the following led to the malfunction: damaged insulation: the cause is very likely incorrect reprocessing, in combination with wear and tear. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.